Event description:
Rep reported that the eds3 patient line disconnected from the stopcock. The patient line broke away from connector on distal end of patient line - closest to the connection to the lumbar catheter. No adverse consequences or leakage was reported when asked.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the connector was visually inspected, it was noted that the tubing was not inserted all the way into the connector, but glue traces were found, it might be possible that the tubing was pulled or caught on something causing the tubing to move in the connector. This, however, could not be confirmed. The current quality inspection for these assemblies is established to 100% for leaks and blockages. A review of the history device records was not possible as the lot number was not provided.